Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with a 6x4 mustang¿ balloon catheter. No patient complications nor injuries were reported.